Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 588 mg/dl. The customer had a no delivery alarm on the insulin pump and lost her serter. Customer stated that this may be the issue. Customer also reported that sometimes she bends before inserting and declined troubleshooting on the insulin pump for the high blood glucose level. The customer is going on her back-up plan until the serter arrives. The customer reported that the alarm did not occur during manual prime and is currently on insulin shots. The customer stated that the event was resolved by a complete infusion set change. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.